Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, advised that they discarded the damaged therapy cable assembly and replaced the device's therapy connector assembly to resolve the reported issue; however, during the course of the repair, the biomedical engineer damaged a board inside the unit.  The device was then returned to physio-control for repair. Physio-control examined the customer's device and confirmed that the reported issue had been resolved with the replacement of the therapy connector assembly.  Physio then completed the additional repairs due to the damage caused by the biomedical engineer and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a pin had broken off of a therapy cable and become lodged inside the device's therapy connector. S a result, another cable or hard paddles could not be connected to the unit and defibrillation would not be possible. &#1288;ere was no patient use associated with the reported event.